Event description:
Procedure type: hernia. According to the reporter: the customer reports that the surgeon deflated the balloon and pulled out the trocar, however the balloon fell off and was left inside the patient. The surgeon was able to retrieve the balloon. The patient recovered. No sample, the customer discarded it. No patient injury was reported. Disposable surgical access device.

Manufacturer narrative:
(B)(4).